Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to patient urethral atrophy. It was noted that the device stopped working. A new device was placed, and no other patient complications were reported.